Event description:
The ablation catheter was placed into the body after it was prepped in normal fashion. No signals would come up, so the cord was changed out. There was no change with the new cord so a new catheter was opened and used. Worked fine; the signals came up, and patient was not affected.